Event description:
The tech reported the bed exit is not alarming at the nurses' station. The bed was located in room 540 at the facility. There was no pt/user injury reported. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found broken pins where the communication cable connects to the side corn power control board. The most likely caused is the cable not being disconnected before the bed is moved for transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk of the facility performed any other preventative maintenance on this bed. The tech replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.